Event description:
Information received via literature review: this case study investigated re-access through the center of a prior starclose clip. Although this technique has not been consistently demonstrated in clinical practice, it has been reported safe. Some complications included catheter damage and clip dislodgement when re-accessing through a starclose clip that had been placed weeks to years prior. Specific patient information is documented as unknown. Details are listed in the article, titled "through the bullseye of a starclose: 1 catheter forward, 2 catheters back".

Manufacturer narrative:
B3: date is estimated. D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported clip migration and device cause damage could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article titled - "through the bullseye of a starclose: 1 catheter forward, 2 catheters back."